Event description:
The pt reportedly experienced no sound between the external equipment and the cochlear implant. The device was reportedly not functioning. The pt's device was explanted. The pt was hospitalized on (B)(6) 2014. The pt was reimplanted with another advanced bionics cochlear device.